Manufacturer narrative:
Investigation is ongoing. Supplemental report will be submitted once the investigation has been completed.

Event description:
It was reported that the flex video scope tested positive for an unexpected contamination. Per the report, three (3) bacteriological samples came back positive for staphylococci (staphylococcus capitis, (staphylococcus aureus and paenibacillus spp) before the equipment was used for the first time. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.